Event description:
N/a.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported stent dislodgement was not confirmed. The reported difficult to advance could not be evaluated due to the condition of the returned device. The proximal end of the stent implant was stationary on the proximal balloon marker. The distal portion of the stent implant was stretched. The distal end of the stent implant was located proximal to the distal balloon tip due to the stretching. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. As the reported stent dislodgement could not be confirmed during return analysis testing, it is likely the account was referring to the observed material deformation (stretched stent).the investigation determined the reported difficult to advance appears to be related to the operational context of the procedure. A conclusive cause for the reported stent dislodgement could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in an unspecified artery. During advancement of the 3.50x38mm xience skypoint stent delivery system (sds) into the rotating hemostatic valve, the stent was noted to have moved from the balloon. The device was not used in the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. Another sds was used in the procedure. No additional information was provided.